Event description:
Reporter alleged blood glucose measured 123 mg/dl back to back with a result of 331 mg/dl when testing was performed one minute apart. It was stated another measurement rendered blood glucose of 331 mg/dl back to back with a result of 156 mg/dl when testing was one minute apart as well. No actions were taken or treatment received reportedly as a result. A request was made for the return of the suspect device and replacement product was sent.